Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2020 wherein the scs ipg was explanted and replaced to address the issue. Therapy was reportedly restored post-operatively.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg had reached its end of life and the device is no longer able to provide therapy. In turn, the patient may undergo surgical intervention to address the issue.